Event description:
It was reported that a patient experienced peritonitis (stomach infection) coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and unspecified pain. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for peritonitis. The cause of the event was unknown. Action taken with therapy was not reported. At the time of this report, antibiotic therapy remains ongoing and the patient is recovering. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).